Event description:
A heat and electrical issue with a pump and its charging supplies was reported by the caller, indicating that the pump overheated or became hot to touch. There was no reported adverse impact on the customer's blood glucose level. To resolve the issue, customer technical support arranged to replace the pump and provide replacement charging supplies.